Manufacturer narrative:
Pump was received with compromised force system sensor error alarm during basic occlusion test and unable to prime during prime test due to loose and protruded drive support disk. Unit passed displacement test, rewind and no delivery tests. No system sensor error alarm noted during testing. Unit had missing end cap sticker, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 186 mg/dl at the time of incident. Troubleshooting found that the drive support came out and customer pushed it back in. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.